Event description:
Pt was revised because the pt suffered an unexpected trauma which led to fracture of the pegs from the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device fracture without the product to examine; however, provided info stated the pt experienced trauma that led to the device fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional info be received, the investigation will be reopened.